Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported their ins caused them pain. After speaking with their healthcare provider (hcp), the patient was told their ins was traversing their nerves and muscles which resulted in explant. No device issue and no further patient complications have been reported as a result of this event.